Manufacturer narrative:
Investigation summary: this memo is to summarize findings on your complaint related to bottle tb brillian green k 250 ml, catalog number 212523, batch number 4171966, and complaint number (B)(4) for performance. Components are mixed and dispensed into containers. Following qc release, and based upon inventory demand, final packaging operations occur followed by transport to the distribution center. The complaint investigation included a review of the batch history record for tb brilliant green k. The batch history record reviews indicated no discrepancies. All release testing was satisfactory. Complaint trends were reviewed for a period covering 12 months. During that time there have been no confirmed complaints for the defect in question. Three photos were attached in lieu of return. All photos depict a different microscope view of acid-fast stain bacteria. Bd bbl¿ tb stain kits are used to manually stain smears prepared from specimens and cultures suspected of containing mycobacteria, especially mycobacterium tuberculosis, for qualitative early presumptive diagnosis of mycobacterial infection and characterization of bacterial isolates. Slides of positive (m. Tuberculosis atcc 25177) and negative (b. Subtilis atcc 6533) controls were evaluated and gave satisfactory staining results at release of the product. From customer's response: ¿afb qc slides were used and produced expected results. Positive control slide had pink/red acid-fast bacilli. Negative control slide had greenish-blue background¿. The organism described in the complaint report is nocardia. Bd does not have established release requirements or performance data for staining nocardia. Based on the limitations of the procedure and release specifications for the product, we are unable to further replicate the customer¿s application with this product. This complaint cannot be confirmed. Bd will continue to trend on performance issues.

Event description:
Report 2 of 3: it was reported while using bd bbl¿ tb brilliant green k, nocardia stained as full acid fast on a patient sample. There was no health impact or consequences reported.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
Report 2 of 3: it was reported while using bd bbl¿ tb brilliant green k, nocardia stained as full acid fast on a patient sample. There was no health impact or consequences reported.